Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that there was saturated flow and thrombus during impella cp support. After the patient was brought to the intensive care unit, acute thrombus and saturated flow were found. As a result, the decision was made to remove and exchange the impella cp with a new one.

Manufacturer narrative:
Correction: b1, e4 the investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. High/saturated pump flow: data logs were reviewed and the logs showed pump flows being saturated when pump was turned up to p-4 with flows greater than 2.5l/min. The log at time of saturated pump flow showed sudden loss of pulsatility for motor current and pump flow. No motor current spike was present at time of start of saturated flows. Pump flows remained saturated for remainder of case. The cause of the saturated flow could not be determined as no product was returned and no motor current spike was present in data logs indicating possible ingestion. Device history review: the device passed all the post sterile inspection checks.